Event description:
On (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During a visit on 16 nov 2023, a nurse noted stoma site redness with oozing. The patient was diagnosed with a stoma site infection and prescribed unspecified oral antibiotics. As of dec 2023, the stoma site was resolving with slight oozing.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.